Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Device received with high sleep current measurement due to moisture damage on electronic board stack. Device received with moisture damage on motor assembly, moisture damage on force sensor assembly and corroded battery tube.

Event description:
The customer reported via phone call that they received the change sensor after one calibration not accepted alarm. Customer's blood glucose level was 300 mg/dl. Customer's current blood glucose value was 88 mg/dl. Customer was advised to monitor the insulin pump. Customer stated that there was blood at site. Insulin pump will be returned for analysis.